Event description:
It was reported that during preparation of the 5mm/80mm armada 35 balloon catheter, a leak was observed from the hub. The device was not used on the patient. Another balloon catheter was used to complete the case. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.